Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and a "call tech support" error displayed on the receiver screen. The receiver log was reviewed and no errors were observed that were related to the complaint. The reported event of an overheating receiver was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional event or patient information is available.